Event description:
This is filed to report the gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. An ntw clip was advanced in the patient and aligned. When testing the grippers it was noted that the posterior gripper would not lower. Multiple troubleshooting attempts were performed. Eventually the gripper was able to lower but only when the clip was in the locked position. The decision was made to deploy the clip. Three additional grasps were performed to find a location that adequately lowered the mr. The clip was deployed with no other reported issues. To further reduce the mr a nt clip was implanted. The procedure was complete with a final mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.